Manufacturer narrative:
Lumenis received a foreign user facility submitted cfda report ((B)(4)) on 24-dec-2019 regarding an event that allegedly happened on the (B)(6) 2019. During an excision of vocal cords polyp procedure, their lumenis acupulse 30w laser system was not operational and displayed foot pedal connection error. The procedure was completed manually. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition. Lumenis investigated the reported event by contacting the reporter to request more information about the event; despite reasonable attempts, no other information was received other than the initial report. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 05-sep-2016 and installed at the customers site on (B)(6) 2016. A review of historical product complaints from the past two years shows that the same issue of foot pedal connection error has not led to serious injury. A review of system risk files ((B)(4)) revealed risk #38 " device malfunction" which have the potential to lead to adverse effects of alternative treatments". The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case, the procedure was successfully completed manually, although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use an alternate method as intervention to prevent serious injury. In an abundance of caution, lumenis is reporting this malfunction. Lumenis has been unable to obtain additional information regarding the root cause of this malfunction, nor did it get back the faulty parts because the facility uses a third party service provider, thus a determination of cause could not be determined. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
Lumenis received a foreign user facility submitted cfda report ((B)(4)) on 24-dec-2019 regarding an event that allegedly happened on the (B)(6) 2019. During a excision of vocal cords polyp procedure their lumenis acupulse 30w laser system was not operational and displayed foot pedal connection error. The procedure was completed manually. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.